Event description:
During insertion of cypher rx cxs23350 3.50mm x 23 mm drug-eluting coronary artery stent into left anterior descending dissection of vessel occurred resulting in cardiac tamponade. Resuscitation measures were unsuccessful: intubation, cardiac medications, blood administration. Procedure: same day admission for cardiac cath= ptc and stent placement.